Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. In regard to the burnt distal end and cover, it is likely a high-energy treatment device was used without ensuring a sufficient distance from the tip. As for the foreign material, the material could not be identified and the cause of why it remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the distal end and distal end cover on the gastrointestinal videoscope was burnt. Additionally, foreign material was found on the distal end. There were no reports of patient involvement.